Manufacturer narrative:
Event problem and evaluation: on 11-aug-2014, a medtronic representative went to the site to test the system, and confirmed the reported issue. Viva software was utilized to perform additional defect mapping to eliminate artifact; however, this did not resolve defects. Reloaded imagers files from original detector software, performed gain calibration, and defects were still visible. Performed detector/cp replacement, cp1 to cp2 upgrade, configuration change performed in accordance with procedure in (B)(4). After replacement, detector re-aligned, and verified with soda can test to eliminate ¿double walls" in the 3d images. Resulting testing and system checkout met specifications. On 12-aug-2014, medtronic representatives returned to the site to perform a cp1 to cp2 conversion and panel replacement. The imaging system then passed the system checkout and was found to be fully functional. * the paxscan detector panel system was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. The cp1 and power supply were found to be defective. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the previous existence of a column defect artifact was still present in both 2d fluoro images and in the 3d volume. During trouble-shooting, defect mapping was performed, but this did not resolve the issue. As reported, no patient was present for this event, so no patient demographics are applicable.